Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the upper case was broken, and the lower case wires were pinched but the insulation was not compromised. The hanger assembly was contaminated, and three case screws were contaminated.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port, and the atrial port appeared close to breaking. The epg has been returned for service. There was no patient involvement.